Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was oversensing on the atrial lead and the right ventricular (rv) lead. The physician also noted a false mode switch. The sensitivity was changed on both leads and the leads remain in use.